Manufacturer narrative:
Philips service planned to recreate the image disk and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system hung due to a data model error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.